Event description:
It was reported that, during laparoscopy procedure, the laser was not outputting enough voltage with settings at 40mj and 40w. The procedure was completed using a different method with no patient complications.